Event description:
Information received a smiths medical cadd solis vip pump 2120 alarm code ec 44000. No patient adverse events reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis due to error 44000. The device was tested via the power up process. The issue was duplicated and is due to a corrupted main board. The main board was replaced to resolve the issue.